Manufacturer narrative:
The ge svc rep removed and replaced the batteries, readjusted the charger output voltage to be 225 volts during normal charge. Charger failure error messages have been resolved. The system tests and checks out ok.

Event description:
The customer reported a charger failure error message displayed on c-arm after fluoro shots.